Manufacturer narrative:
The device was returned to the manufacturer and an investigation has begun. Upon initial evaluation, the comment could not be duplicated. A follow-up report will be submitted once the final investigation is complete and if the investigation requires.

Event description:
It was discovered during testing that the device overheated. There was no patient involvement and no adverse consequences reported.